Manufacturer narrative:
H3 other text : the device was not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging there were particles in the airpath of the user's remstar auto a-flex device. The user states he has a history of migraines, dark, round floaters in his eyes, pulmonary hypertension, kidney disease, atrial or ventricular arrythmia and malignant hypertension. The device has not yet been returned for evaluation. The manufacturer's investigation is on-going. A final report will be filed when the investigation is complete.